Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he laid the pump down on the side table and when he picked it up, he dropped it on the carpet. Then the pump started to alarm. Customer stated that he took out the battery but that did not help at all. Customer's blood glucose level was 176 mg/dl before the incident started. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.